Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered because they received ventricular therapy. It was noted that there was ventricular tachycardia (vt) degradation into ventricular fibrillation (vf) which eventually led to detection and successful shocks. However, there was oversensing of broad signals and delayed detection. The device was reprogrammed and remains in use. The patient was intubated and brain function is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to ventricular tachycardia and ventricular fibrillation detection. Analysis of the device memory indicated right ventricular r-wave oversensing. If information is provided in the future, a supplemental report will be issued.